Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during implant procedure for an inflatable penile prosthesis (ipp), there was a perforation of the urethra, at the left distal tip while dilating. The cylinders were cut and capped on left. Only the right side cylinder was left implanted. The patient was left to heal. Six months later, he underwent a surgical procedure to implant the left cylinder of his ipp. The patient is fully recovered.

Event description:
It was reported that during implant procedure for an inflatable penile prosthesis (ipp), there was a perforation of the urethra, at the left distal tip while dilating. The cylinders were cut and capped on left. Only the right side cylinder was left implanted.